Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the knife advance completely to the distal tips of the jaws, but not return automatically? Was the procedure altered in any way due to the issues with the stapler? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. The knife seemed to retract, but the stapler wouldn¿t disengage initially despite deployment of emergency release. The procedure was changed to cut the renal vein using scissors to deliver the kidney to minimize warm ischemic time. There were no changes in patient outcome and they are doing well, had no prolonged stay etc.

Event description:
It was reported that they fired the stapler across renal artery ok, reloaded it and fired on renal vein. Once it was fired it jammed and would not open. They pressed the reverse button and then used the manual override. And it would still not open. The they had to cut kidney out of the patient using scissors and left the device on the patient. They then fiddled with it for about 15 mins and they managed to get the device opened. It had fired the staples ok so no further action was taken.